Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center (rsc) and reported observation of a non-reactive (negative) atellica im hiv ag/ab combo (chiv) result on 2 samples from one patient who is known to be hiv positive. The initial serum sample was tested with atellica im chiv lot 373 and resulted negative, so the customer retested with alternate methods. The alternate methods resulted as positive, as expected. The customer also tested another sample from the patient (edta plasma) with atellica im chiv lot 373 which also resulted negative. To investigate, the customer sent the initial serum sample to another lab for further testing. The atellica im chiv testing was again negative and rt-pcr viral load was positive (27900 cp/ml). Quality control was within acceptable range at the time of the event. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. Siemens is investigating. Note: this event was reported in association with a product which is distributed only outside of the united states (catalog number 10995527, as listed in section d4 of this report). Section g4 of this report lists the PMA number bp140103 of the similar product distributed in the united states (catalog number 10995459).

Event description:
The customer obtained a non-reactive (negative) atellica im hiv ag/ab combo (chiv) result on 2 samples from one patient who is known to be hiv positive. The initial serum sample was tested with atellica im chiv lot 373 and resulted negative, so the customer retested with alternate methods. The alternate methods resulted as positive, as expected. The customer also tested another sample from the patient (edta plasma) with atellica im chiv lot 373 which also resulted negative. To investigate, the customer sent the initial serum sample to another lab for further testing. The atellica im chiv testing was again negative and rt-pcr viral load was positive (27900 cp/ml). Quality control was within acceptable range at the time of the event. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens completed investigation for an outside of the united states (ous) customer observation of a non-reactive (negative) atellica im hiv ag/ab combo (chiv) result on 2 samples from one patient. The patient is known to be hiv positive. Alternate method testing results were positive, as expected. Atellica im chiv reagent problems were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no problems were reported with other patients. Return of the affected patient samples for further investigation is not warranted because the customer has conducted appropriate testing. The affected patient is known to be on anti-retroviral therapy. Antiviral therapy may suppress the immune response, including antibody production against hiv which can cause a false non-reactive result. The assays' IFU states the following in the limitations section: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The assay's instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the investigation, the cause of the discordant result appears to be a patient specific issue. A systemic product problem was not identified. The customer is operational and the reported issue was resolved by standard troubleshooting. Siemens filed initial MDR 1219913-2026-00006 on 06-jan-2026. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.